Manufacturer narrative:
(B)(4). The DHR for the instruments in question, was reviewed and found completely without any irregularities. This instrument was manufactured at (B)(6) facility as part of a (B)(4) pc. Lot in (B)(4) of 2014. The returned instrument was evaluated and found that the knob rotation is dry and sluggish and the knob is cracked. Further evaluation showed that this instruments tips measure to print specifications both in the open and closed position and it picks up, retains, closes and releases multiple clips as required of its function both with and without the use of silastic test tubing. We are unable to validate the alleged complaint since we are unable to duplicate the alleged issue. Parts were 100% visually inspected and tested at (B)(6) facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. At this time it is un-determined what caused the alleged issue, but it is suspected that the customer did not "lubricate" the instrument prior to sterilization as recommended in IFU ((B)(4)) supplied with the instrument which other remarks: states "the applier should be cleaned, lubricated and sterilized prior to each use". No corrective action required at this time. Per FDA guidelines for manufacturers which state: "manufacturers are required to report to the FDA when they learn that any of their devices may have caused or contributed to a death or serious injury. Manufacturers must also report to the FDA when they become aware that their device has malfunctioned and would be likely to cause or contribute to a death or serious injury if the malfunction were to recur." This incident is not reportable at this time with the information provided. Results - no result code available that could accurately describe that the complaint was confirmed, but the root cause is unknown.

Event description:
The clips cannot be closed by using the applier. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The clips cannot be closed by using the applier. The patient's condition was reported as fine.